Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered six inappropriate shocks for supraventricular tachycardia (svt). Technical services (ts) analyzed device episode data and recommended programming options as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.